Manufacturer narrative:
The returned device analysis did not confirm the reported unintended movement- clip open-establishing final arm angle (efaa). The discrepancy between what was reported (clip open efaa) and what was observed (no issue with the clip) likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information the cause of the reported unintended movement could not be determined. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip opened while locked. It was reported that on 11/03/2021, the patient presented with degenerative mitral regurgitation (mr) grade 4 and a mitraclip procedure was performed. The first clip delivery system (cds0701-xtw, 10602r212) advanced without issue. While establishing final arm angle (efaa), the clip opened while locked. The clip was removed without issue and another mitraclip was successfully used in replacement. Two mitraclips had been implanted, reducing the mr to grade 2-3. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.